Event description:
A user facility clinical manager reported that a dialyzer blood leak occurred five minutes after the initiation of the patient¿s hemodialysis (hd) treatment. The blood leak was noted as being an internal blood leak. The leak was visually observed within the dialyzer membranes. The machine, a fresenius 4008s machine, alarmed appropriately with a blood leak alarm. Blood leak test strips were not used. There was no defect or damage noted on the dialyzer. The patient¿s estimated blood loss (ebl) is unknown. There was no patient injury or medical intervention required as a result of this event. The patient was restarted on the same machine and treatment completed successfully with new supplies. The complaint device was reported to not be available to be returned to the manufacturer for evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility clinical manager reported that a dialyzer blood leak occurred five minutes after the initiation of the patient¿s hemodialysis (hd) treatment. The blood leak was noted as being an internal blood leak. The leak was visually observed within the dialyzer membranes. The machine, a fresenius 4008s machine, alarmed appropriately with a blood leak alarm. Blood leak test strips were not used. There was no defect or damage noted on the dialyzer. The patient¿s estimated blood loss (ebl) is unknown. There was no patient injury or medical intervention required as a result of this event. The patient was restarted on the same machine and treatment completed successfully with new supplies. The complaint device was reported to not be available to be returned to the manufacturer for evaluation.

Manufacturer narrative:
Plant investigation: a photograph was provided. The photograph shows a dialyzer connected to the machine and bloodlines. Blood is shown to be present within the fibers and bloodlines. These features are normal as the dialyzer was being used in treatment. An arrow (presumably drawn electronically by the complainant to highlight the area of the observed internal leak) is pointing at the upper part of the dialyzer shown in the photograph. However, there is no conclusive indication of an internal leak shown in the provided photograph. The reported complaint could not be confirmed, as a definitive conclusion regarding the complaint incident cannot be reached based on the limited information provided. During the lot history review it was noted that there was one other complaint reported against the lot. The complaint addresses an external leak which is unrelated to the current event. A review of the production record was performed. The production record review showed there was one unrelated approved temporary deviation notice (dn) in the production of this lot. There was no indication of product non-acceptance or deviation in the manufacturing process related to the complaint event. This includes non-conformances, rework, labeling, process controls, and any other occurrence in production that was potentially related to the complaint. The reported lot number passed pyrogen testing, was within sterilization dosage parameters and passed all release criteria. Continuous improvement is of the utmost importance to fresenius medical care as we strive to provide dialysis products of the highest quality to our patients. Reports of leaking products are investigated both individually as complaints, as well as via the nc/CAPA program, in order to assess and improve our products and processes. Capas for vision systems and blood leak reduction are recent examples of leak related investigations directed at an overall reduction in dialyzer leaks.